Event description:
It was reported that the patient presented for an implant procedure. It was noted that the helix of the right ventricular lead had an unspecified helix rotation issue. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event for a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the extended helix clogged with blood. X-ray examination found an over torqued inner coil at the connector region consistent with procedure damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to the helix mechanism issue reported in the field. The cause of the reported event was due to blood clogging the helix at the helix region and an over torqued inner coil at the connector region.